Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and fluid was found inside of the sterile packaging and on the product. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection of the returned device was performed following j&j medtech procedures. According to the picture provided by the customer, an oily substance was observed on the cardboard tray of the device, the source of the substance remains unknown at this time, and a supplier investigation was conducted to determine the source of the oily substance. However, during the analysis of the physical device, no issue was observed. It is important to highlight that the pouch and the package were not returned for analysis, therefore, further investigation could not be performed. A device history record review was performed for the finished device 73000019 number, and no internal actions related to the complaint were found during the review. The foreign material issue reported by the customer was not possible to be confirmed. The instructions for use contain (IFU): do not use the catheter if the packaging or catheter appears damaged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and fluid was found inside of the sterile packaging and on the product. The caller stated that when the packaging was opened, they did confirmed that there was fluid inside the packaging and on the sheath. The material was described as clear, dripping liquid about 5 inches long and 2 inches wide inside the cardboard packaging that holds the vizigo. The pouch was sterile sealed as this was a new product. There was no patient consequence.

Manufacturer narrative:
On 27-jan-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).